Event description:
It was reported that the ventilator got burnt inside once the o2 cylinder was connected and opened. The ventilator was prepared for being used on a pt. No pt or user injury occurred.